Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their rtm could not locate their implant battery when they were trying to charge their implant. Pss had pt reset the controller. Pt said that there was no visible damage to the controller, battery pack, or rtm. Pt said that their implant battery was empty their controller battery was at 90%. Pt said that their rtm got hot while charging their implant. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt mentioned that they always have a hard time removing the battery pack out of the controller and they use a screw driver to get the battery pack out. Pt mentioned that they have had things sent to them overnight at the address they provided; pss was unable to located record of replacement products that were sent to pt in cmf. No symptoms or patient complications were reported. Additional information was received on 2021-aug-12. It was reported that the circumstances that led to the hard time removing the battery pack and empty implant battery were that it would not charge at all. The steps taken to resolve the issue were none and the patient noted "you lost me" as well as that the new paddle works great noting that they feel that the original paddle to charge with never worked right really. Additional information was received on 2021-aug-23. The patient (pt) called back and reported getting a medical device reporting (MDR) letter. Pt mentioned they already mailed a letter out, but then got this one too. Agent asked for questions on the letter, and pt read the following: what were the circumstances that led to the hard time removing the battery pack and the empty implant battery: "I don't have an implant battery that we removed, I don't understand that question, I don't think that applies to me but I don't know". It was then reviewed that the pt mentioned they had a hard time removing the ba ttery pack from the controller during the initial call and pt responded: "pulling the plug out, the plug wouldn't come out at times. I think from the beginning there was something malfunctioned with that unit. But the plugging in and plugging out, it was difficult. But this new one I have, it plugs in and out like a dream, but the other one I had issues with plugging in and pulling out the plug".

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message appeared. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.